Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that the insulin pump is under-delivering insulin. The insulin pump has alarmed no delivery. Customer has experienced high blood glucose. Customer has been hospitalized due to high blood glucose. Customer is not feeling well. Nothing further reported.